Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states.

Event description:
The information received by medtronic indicated customer complained that the pump occurred an open book image. Troubleshooting was performed and the pump performs safety checks and error was found. No harm requiring medical intervention was reported. The customer will discontinue using the device. The device will be returned for analysis.